Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber crack, the u/d knob crack, the light guide fiber bundle broken and crushed, the lcb distal cover glass scraches, and the remote control buttons perforation, and the remote control buttons malfuctions. Based on the result, we concluded that it was caused due to the ift broken and crushed; however, other failures are not related to the alleged complaint. Correction information: d9: device avairable for evaluation. G6: follow up #1. H6: coding changed based on the investigation result: component code and type of investigation. Additional information: h6: coding added based on the investigation result: investigation findings and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Device manufacture date is unknown. We will continue to investigate this situation and if necessary, file a supplemental report.

Event description:
This event occurred at the time of before use. There was no report of patient harm. "When the operation was confirmed on (B)(6) 2021, it was confirmed that the angle moved from side to side. Since it occurred before use, there is no health hazard to patients and medical staff."